Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: the stapler was fired over lung tissue and the cartridge fully cycled. While retracting, halfway back, the blade stopped and the doctor could not open the instrument. The reload had to be cut out causing tissue loss. After the reload was removed, the jaws could be opened with the use of force. There was no blood loss over 500 cc. Incision was extended by more than 1 inch and or time was extended by more than 30 minutes but no adverse event occured do to the extension. No reinforcement material was used and current patient status is fine.